Event description:
Pt denied any problems pre dialysis. Temperature not done. Blood pressure 140/80 weight 138 pounds - gain 4 lbs. Dialysis was initiated at 400 blood flow-site 460cc ultrafiltration rate with ultrafiltration goal of 1400cc. One hr 55 min into dialysis pt's blood pressure dropped to 80/60. Pt was given 200cc of saline and 50cc mannitol. The pt's blood pressure 35 min prior tp this was 90/70 but no other interventions were done. At 2 hrs 20 mins of treatment pt was given an additional 200cc of saline for blood pressure 100/70. Pt dialysis was terminated 10 min early because she felet sick. Post dialysis blood pressure 130/70. Temperature 97.2.